Event description:
According to the reporter, during a laparoscopic thoracoscopic atrial septal defect repair, while repairing the atrial septal defect, the needle broke. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.